Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter head end damaged, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter head end damaged, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "catheter head end damaged" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. No kink, bend or visual damage was noted to the returned sample. No blood was noted on the interior or the exterior surfaces of the returned sample. The sample was likely cleaned prior to the return. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "catheter head end damaged" is not confirmed. During the investigation, the iabc central lumen and the bladder was fully intact with no abnormalities noted. No leaks were detected during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "the catheter head end damaged, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".